Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: diagnosis: stress urinary incontinence. Product will not be returned. No concomitant procedures were performed. Patients current status: is still suffering from pain and has been hospitalized because of this. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure on (B)(6) 2018? Other relevant patient history/concomitant medications, product code and lot #. If applicable, will product be returned, return date, tracking information were any concomitant procedures performed? What is physician¿s opinion as to the etiology of or contributing factors to the pain? Please provide surgical findings during a partial mesh removal on (B)(6) 2019? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? What is the patient's current status after removal?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. There were no concomitant procedures performed. After procedure, the patient was experiencing severe pain and on (B)(6) 2019 was referred to the hospital due to increasing pain in right groin. On (B)(6) 2019 the patient was examined due to severe pain just below the incision on the right side and a doctor felt the edge of the mesh during exam. The patient was treated with a blockade treatment for 14 days, however the treatment has no effect on the pain. On (B)(6) 2019, 3.5 cm of mesh was removed on the right side. The patient is still experiencing pain and has been hospitalized.